Manufacturer narrative:
It was reported that while removing the laparoscopy drape at the end of the procedure, bilateral skin tears to the hips resulted and were repaired with sutures. Very little information regarding this incident was provided. Attempts were made to gather more facts but no information was provided. No sample was retained for evaluation. It is not known if the user's technique played any role in the reported incident. A root cause has not been determined.

Event description:
Upon removal of the laparoscopy drape, bilateral hip skin tears resulted that were repaired with sutures.